Event description:
On (B)(6) 2010 - 1 day post operation doctor noted patient with slipped flap os. Patient seen immediately at (B)(6) for flap lift. Flap lifted, cleaned and smoothed less than 5 minutes. Bctl applied. Patient should do well. (B)(6) 2010 post of follow up from patient doctor: vasc 20/20-2 od, 20/25 os. Rxm od +.25 - .50 x 100 20/20. Rxm os -.75 - .50 x 031 20/20.

Manufacturer narrative:
(B)(4), (flap slipped). Evaluation: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. Fse completed troubleshooting of oscillator by performing adjustments and system meets amo specification. No parts were replaced.